Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was not reproduced. The camera head¿s main body was flooded, and the ccd and camera cable were affected by the flood. The outcover packing of the endoscope mount was damaged. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. The camera head communication error e221 is an error that occurs when a communication abnormality with the video system center occurs. The error e221 may have occurred due to a temporary communication failure caused by moisture entering through the damaged part of the outcover packing. The outcover packing may have been damaged by reprocessing or storing the device with tweezers, forceps, scalpels, etc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the camera head communication error e221 was displayed on the monitor. Error code e221 means that camera head communication is failed. There was no report of patient injury associated with the event.